Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call hardware low level failure alarm, vibrate anomaly, failed battery test and software error detected alarm on the insulin pump. Customer¿s blood glucose level was 5.1 mmol/l. Troubleshooting was performed. Customer advised the insulin pump failed the self-test. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device trace download confirmed hardware low level failures (variable 3), problem isolated to the keypad. Pump error found in the pump history line number = 5632 and file number = 2005 due to software error. No failed battery test noted during testing.